Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switch due to atrial lead noise was observed during annual device check in clinic. Noise was not reproducible. No intervention was performed. Patient was asymptomatic and will continue to be monitored.